Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the profile of the markerbands and the tip section of the device. A longitudinal balloon tear was identified 10mm distal to the distal edge of the proximal markerband and extended 32mm distally along the balloon material. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the well calcified iliac artery. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 18 atmospheres on the first inflation. The device was completely removed from the patient. The device was exchanged to an 8mmx60mm non bsc balloon catheter and the procedure was completed by implantation of a 9mmx59mm non bsc stent. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the well calcified iliac artery. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 18 atmospheres on the first inflation. The device was completely removed from the patient. The device was exchanged to an 8mmx60mm non bsc balloon catheter and the procedure was completed by implantation of a 9mmx59mm non bsc stent. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).